Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patients has had headache and also felt nausea. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported death in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report.. UDI in d.4 section was incorrectly mentioned (B)(4), the correct UDI number is (B)(4) now updated. H.3 and d.9 was incorrectly mentioned as no, device returned to manfacturer is correctly updated now. Type of investigation in h.6 also missed to mention 10(testing of actual/suspected device), which correctly updated now. G.2 section was missing the previous report, in this correction report it is correctly marked as consumer. Section b.2 date was incorrectly mentioned (B)(6) 2021, which is correctly updated as (B)(6) 2021 in this report. H.10 comment was missing in previous report, the correct comment is now updated in follow up report as: this MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.